Manufacturer narrative:
There was no patient involvement. It is unknown when device became jammed. Lot number is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter email address is unavailable. Reporter is a synthes sales consultant. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a depth gauge won't slide. The issue was discovered during a routine inspection in the sales consultant's garage. This report is for a depth gauge for 2.0mm and 2.4mm screws. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Date device returned to manufacturer the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If device history record (DHR) review: DHR for part number: 319.006; synthes lot number: 7688516; release to warehouse date: may 23, 2014; manufactured by synthes monument. No nonconformance records (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Investigation summary: complaint condition: it was reported that a depth gauge won¿t slide. Investigation flow: device interaction/functional. Visual inspection: the complaint device was received at us cq intact, but without the protection sleeve. Minor surface wear and scratches were observed on the handle. The needle of the assembled device was bent downwards in two separate places: at the interface of the needle and the slider and at the distal end of the needle, where it begins to taper. Functional test: from its disassembled state (body removed from the slider/needle), it was difficult to align the slider/needle assembly with the body to form a complete device, due to the bent needle. When assembled, the movement of the body over the slider/needle was not smooth and required a high level of force. The root cause of this issue was the bent needle, which led to interference between the needle and body. The received condition agreed with the complaint condition and the complaint condition was able to be replicated. Thus, the complaint is confirmed. Document/specification review: the relevant documents were reviewed as part of this investigation. The changes made between the manufactured revision and current revisions of design documents are related to the tolerances of the angled dimensions of the body. These changes are unrelated to the complaint condition. Between current revision, al 6082-t6 was added as an acceptable material, in addition to al 6061-t6. This change is not relevant to the complaint condition because the material of the body of the device has no impact on the needle bending. The changes made between manufactured revision and a later revision are not related to the needle or its attachment to the slider and are thus not relevant to the complaint condition. Between these revisions, the hole in the slider for the dowel pin, which helps hold the needle, was increased in size. A larger hole would lead to a looser fit of the dowel pin, possibly increasing the likelihood of the needle bending. As the complaint device was manufactured prior to this change, the increase in hole diameter is not relevant to this complaint. Between manufactured revision and current revision, the changes are not related to the needle or its attachment to the slider and are thus not relevant to the complaint condition. Dimensional inspection: three dimensions are relevant to the bent needle of the depth gauge: the outer diameter (od) of the needle; the od of the threads at the proximal end of the needle; the inner diameter (ID) of the body, through which the needle slides. Per design documents, the smallest ID of the body, through which the needle slides, is 1.4 mm + 0.10 mm/-0.05 mm. When measured with a gage pin (gp32, calibrated 25-apr-2018, calibration due 31-oct-2018), the ID was found to be 1.41 mm. This measurement was within the design specification. Per design documents, the od of the needle proximal to the taper is 1.25 mm +0 mm/-0.05 mm. When measured with a micrometer (om115p, calibrated 24-sep-2018, calibration due 28-feb-2019), the od was found to be 1.233 mm. This measurement was within the design specification. Per the design documents, the threads at the proximal end of the needle are m1.2 x 0.25 - 6g. Per iso 965-1, the specification for a m1.2 thread with a 0.25 mm pitch and a 6g tolerance class is 1.115 mm - 1.182 mm. When measured with a caliper (ca215p, calibrated 28-apr-2018, calibration due 31-oct-2018), the od was found to be 1.16 mm. This measurement was within the design specification. Conclusion: a visual inspection, functional test, document/specification review and dimensional inspection were performed as part of this investigation. The needle of the complaint device was observed to be bent, which was the root cause of the difficulty sliding the slider of the device. Thus, the complaint is confirmed. While a definitive root cause could not be established, it is likely that the complaint device experienced unintended off-axis forces over 4+ years of use in the field, causing the needle to bend. No product design or manufacturing issues were identified. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.